Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited low impedance and presented with some crosstalk causing isolated inhibition. No additional information was reported/additional information was requested but not received.